Event description:
It was reported that during use on patient, the registered nurse noticed blood in the gas line at 09:30. At 14:15 the cardiosave intra-aortic balloon pump (iabp) alarmed for catheter restriction. The catheter was removed at that time. The customer requested the sensation plus 50cc intra-aortic balloon to be evaluated. There was no adverse event reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer requesting relevant data, and the customer reported that there was no malfunction and that no repair to the iabp was made due to this event. The customer also reported that the abp is clear and available for patient use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Device not returned to manufacturer.

Event description:
It was reported that during use on patient, the registered nurse noticed blood in the gas line at 09:30. At 14:15 the cardiosave intra-aortic balloon pump (iabp) alarmed for catheter restriction. The catheter was removed at that time. The customer requested the sensation plus 50cc intra-aortic balloon to be evaluated. There was no adverse event reported.